Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported event. Impedance reading was out of specification; rf (radio frequency) analog printed circuit board is out of electrical specification. (B)(4) foot switch has a slight air leak (foot switch assembly out of mechanical specification).

Event description:
It was reported that during an ablation procedure, ablation was normal 3-4 times with the rf (radio-frequency) generator. After that, the output rose, a low impedance warning was indicated, then the rf generator shut down. Another catheter was used, but the rf generator again shut down. The rf generator was then replaced, and the ablation ended successfully. It was returned for repair. There were no patient complications as a result of this event.